Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose was low and it was 66 mg/dl. Customer's current blood glucose level was 205 mg/dl. Customer was treated it with food. Insulin pump will not be returned for analysis.